Event description:
It was reported that, after docking with the patient under anesthesia for a robotic laparoscopic prostatectomy with lymphadenectomy, the arm incurred a non-recoverable communication error. The arm was restarted and the operating team was able to proceed with the procedure and calibrate the arm after a momentary pause to the system for 10-15 seconds while waiting on the calibration screen. The arm incurred 2 additional non-recoverable failures and the operating team decided to complete the procedure with 3 arms. The instrument and arm were removed from the patient per standard procedure. There was no patient injury.

Manufacturer narrative:
H2) additional information: b5 (desc evt problem), e (facility name, street 1, city, region, country, postal code) h3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field, the associated device logs and provided images. Four images were received for evaluation. Three of the images depicted various different error messages associated with arm cart assembly 2 displayed on the operating room team interactive (orti) screen. One image showed the serial number and reference identification that matched what was reported. Review of the field service notes indicated that the logs were evaluated and an error code for 'linked to instrument drive unit torque sensor range error', an error code for 'linked to robotic arm motor state error' and an error code for 'linked to instrument drive unit end effector over torque' were all observed. These error codes suggest that the instrument drive unit (idu) should be reseated. However, as this idu had already been reseated recently, the idu of the arm cart assembly was replaced. Further evaluation of the logs indicated multiple instances of non-recoverable errors on the idu of arm cart assembly 2 due to exces sive torque of the attached instrument. The instrument over-torque caused the torque to surpass its limit in one of the motors of the idu, triggered the non-recoverable error codes as an after-effect and causing a high priority arm error. The observed error codes triggered a system recoverable inoperable error and subsystem non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to excessive torque from the instrument drive unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, after docking with the patient under anesthesia for a robotic laparoscopic prostatectomy with lymphadenectomy, the arm incurred a non-recoverable communication error. The arm was restarted and the operating team was able to proceed with the procedure and calibrate the arm. The arm incurred 2 additional non-recoverable failures and the operating team decided to complete the procedure with 3 arms. The instrument and arm were removed from the patient per standard procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.